Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported a medical event involving the pod and continuous glucose monitor (cgm). Patient experienced persistently low blood glucose (bg) readings at 3.5 to 4 mmol/l overnight through the morning. No restriction alarm was received from the pod. Concerned about the accuracy of sensor data, the patient reached out to healthcare provider (hcp) who advised a fingerstick test. The result showed a significantly elevated blood glucose level of 33 mmol/l. Based on this discrepancy; the hcp directed the patient to the emergency room where treatment of 10 units of insulin via pen was received. Patient was in hospital for a few hours and reported typical bg symptoms such as thirst and fatigue. Abbott has been notified of the event.